Event description:
It was reported that after connecting the chronic right ventricular (rv) lead to the newly implanted device, the lead showed higher impedance and noise on near-field electrogram (egm) when the device was moved or the lead(s) were touched. It was also reported that there were multiple attempts to reconnect the rv lead to the device but the near-field noise remained. The following day rv lead was removed and the inner portion of the lead came out. The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to over-rotation. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching. Analyst commented other than explant damage, no anomalies were observed regarding the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).